Event description:
It was reported that during the implant procedure, the lead exhibited loss of capture and sensing. The lead was no longer used and a new lead was implanted.

Manufacturer narrative:
Analysis found normal device characteristics.